Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 498mg/dl and diabetic ketoacidosis on (B)(6) 2019. Customer was treated with bolus and flushing intravenous liquid. Customer also reported that they alleged possible under delivery on insulin pump as she got sick and hospitalized. Insulin pump will be returned for analysis.